Event description:
Caller reported an occlusion alarm, which prompted a visit to the emergency room (ER) and was subsequently hospitalized. Customer could not recall their blood glucose (bg) level but ketones were present. The customer received intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue without causing any permanent damage. Customer was discharged on (B)(6) 2025. Ultimately, the customer reverted to an alternate method insulin therapy.